Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was received with scratched display window, cracked display window corners, cracked reservoir tube lip. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was stuck in prime loop. The customer's blood glucose level was 127mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.